Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years 3 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2019 for gi bleeding. The patient's inr was 2.0 at admission. Swallow capsule revealed fresh blood. Argon plasma coagulation (apc) was done on (B)(6) 2019. Cautery performed in proximal jejunum. Two units of prbc given. Patient had melena and anemia with hgb drop to 8.6 (baseline in the 12's). He underwent single balloon enteroscopy for which he was treated for active bleeding in proximal jejunum with apc and clip placement. Patient remained stable and was started on lovaza during admission. The patient remained in-patient until hemoglobin and inr stabilizes.